Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient felt stimulation when the configuration switched to unipolar sensing. The device was explanted and replaced. No additional adverse patient effects were reported. The device remains in hospital possession.

Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient felt stimulation when the configuration switched to unipolar sensing. The device was explanted and replaced. No additional adverse patient effects were reported. The device remains in hospital possession.